Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400's (mg/dl). Reportedly, the suspected cause of the elevated bg level was due to the customer being sick. The customer delivered correction boluses to address the bg level, and at the time of the reported event, bg level was 325 mg/dl. The contact declined to perform troubleshooting with tandem technical support.